Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). 2011/2012 error was confirmed/observed. The fss replaced the hard drive (hd) and instrument manager (inst mgr). While on site, the fss tested customer's hp. The system meets all amo specifications. The fss performed a field service checklist. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a 2011 error occurred with a phacoemulsification machine. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications.all pertinent information available to abbott medical optics has been submitted.